Event description:
Mat#:302830 batch#:3139646 it was reported by the customer that they unable to push plunger all the way down. Upon inspection, found small piece of plastic in the syringe. Verbatim: rcc received a complaint via email. Email(s) attached. Unable to push plunger all the way down. Upon inspection found small piece of plastic in the syringe.

Manufacturer narrative:
(B)(4) initial MDR submission. A follow up MDR will be submitted if additional information becomes available. Device problem code: a180104 - device contamination with chemical or other material patient problem code: f26 ¿ no health consequences or impact.

Manufacturer narrative:
(B)(4) follow up for device evaluation. It was reported there was a small piece of plastic in the syringe. To aid in the investigation, one sample in an opened packaging blister was received for evaluation by our quality team. A visual inspection was performed, and there is a piece of barrel flange in the syringe. No other defects or imperfections were observed. This defect could occur if there was a jam during the assembly process. A device history record review was completed for provided material number 302830, lot 3139646. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. Verification of the alignment of rails and conveyors was performed. Everything was aligned and the flow of product was good. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Event description:
No additional information received. Mat#:302830, batch#:3139646. It was reported by the customer that they unable to push plunger all the way down. Upon inspection, found small piece of plastic in the syringe. Verbatim: rcc received a complaint via email. Email(s) attached. Unable to push plunger all the way down. Upon inspection found small piece of plastic in the syringe. 18 oct 23. The plastic broke off and fell into the syringe. Per xxx, the rn who administered the IV antibiotic: while administering the IV rocephin, she was unable to push the plunger all the way down on the syringe. Upon inspection, she saw a piece of plastic stuck in the syringe. Event date: 9/23/23. Patient harm: no.